Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received void of staples, with the washer not fully cut and with the knife recessed below the reload deck. This condition is consistent with the device being partially activated, or and obstruction between the knife and the washer that would not allow the knife cut all the way through. As a result of the partial firing the lockout was engaged when the device was reopened. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If possible, can you please follow up with the appropriate personnel to determine answers to the following questions; what was the procedure that was being performed? Can you please clarify the event that occurred. Was the device difficult to close on the tissue? Was the device difficult to fire? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device deliver any cut line? If yes, what portion of the cut line was delivered? Was the device difficult to open? What was done to complete the procedure?

Event description:
It was reported that during an unknown procedure the device was not firing correctly. The procedure was completed using a like device of the same product code. No additional info was available at the time of the call. No patient consequences were reported.